Event description:
It was reported that after the catheter was inserted in the right femoral artery, the catheter body cracked and leaked. The catheter was removed. A new kit was opened and used successfully. There was a delay in treatment, to rewire the catheter. The delay only caused temporary discomfort to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.